Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot/serial# (B)(6); product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0; serial/lot #: (B)(6); ubd: 02-aug-2023; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, clonidine and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported that their communicator was not charging and it had been a week since this started. The patient stated that they tried to change charger already. The agent had the patient press the power button on the communicator and the patient said that it goes green and blinking blue. The agent had the patient attempt to connect to the myptm but saw no device found message. The patient said that the blue light wouldn¿t stay on and the patient does not have a charger at the time of call. A replacement communicator was requested from the repair department due to the communicator was not charging